Event description:
It was reported that the device shifted. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and an unknown watchman laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came three (3) days post procedure to a different hospital than where the initial implant was and had an echocardiogram performed which showed that there was a thrombus behind the closure device and that the closure device had become partially dislodged. The patient had not been taking their anticoagulation medication during the three (3) days post procedure. No treatment or intervention was performed at this time. The patient did not experience any other complications as a result of this event.

Manufacturer narrative:
Section d1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown.